Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the right atrial lead exhibited loss of sensing in both the unipolar and bipolar configurations. The patient was asymptomatic. On (B)(6) 2016 the patient was brought back as an outpatient and the atrial lead was found to be dislodged. The lead was explanted and replaced. The patient was discharged home without problems.